Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had square wave bolus anomaly. Customer stated she was unable to do a square wave bolus even though she was entering a carb amount for the bolus. The option was turned on and it was found it only comes up with 2 choices, regular and dual wave. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Several square wave boluses were delivered and verified they all registered properly in the bolus history. The square wave bolus feature is working properly. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.